Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella 5.5 support expired from cerebral hemorrhage. It is unknown if the cerebral hemorrhage was related to the impella.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed. The device was not returned for investigation. As the clinical information was not provided, the root cause of the stroke/cva could not be determined.